Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer was advised to follow up with 24 hour helpline.